Event description:
On (B)(6) 2012, the reporter contacted lifescan USA to report that the subject meter did not turn on. This complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter's battery was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.